Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) shutdown ~1 minute after being unplugged. Replaced uninterruptible power supply (ups) batteries and tested. System lasted greater than 5 minutes without even giving the critically low message. Performed a system checkout and the system is fully functional. No parts have been received by the manufacturer for evaluation. The batteries were discarded on-site, so no part return is expected.

Event description:
A site representative reported that the imaging system mobile view station (mvs) was powering down very shortly after being unplugged from outlet power. It was reported that the battery level alert message was displayed when this was occurring. There was no patient present when this issue was identified.